Event description:
The customer reported to olympus, the connector section on the camera head was damaged. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - do not apply impact to the camera head. There is a risk of damage. - do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the connector section on the camera head was damaged. There were no reports of patient harm.